Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The representative reports when the needle is attached to the syringe it seems to double thread with very little force and does not lure lock. The result is the medication leaking from around the needle attachment site to the syringe and therefore the dose of the drug is being affected as well as safety to the patient and the staff member. The drug that is leaking is a chemotherapeutic drug and therefore there are safety implications.

Manufacturer narrative:
An investigation of the reported condition was performed. The review of device history record (DHR) could not be performed as a lot number was not provided by the customer. The maintenance and calibration records could not be reviewed because production information such as dates, machines and materials could not be identified without a lot number. The process monitoring data, review of machine set up could not be reviewed without a lot number. There were five samples submitted with this complaint; 2 samples have ear damage and cracked hubs, and 3 samples were in good condition. The samples that have cracked hubs cannot be leak tested, and the other three samples passed the leak testing. The reported condition is confirmed. The evaluation of returned samples indicates that the most likely root cause of the reported condition as a cracked hub. However, the exact root cause could not be determined due to lack of evidence from the device history records. A cracked hub might result in leak while using the syringe. Based on the valid sampling p lan, the lot prior to its release passed the inspection and was deemed to be acceptable. The samples were inspected physically and visually to observe any leakages. No corrective action is necessary for the reported condition, as there is a little known information. The information will be used for the trending purpose to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.